Event description:
It was initially reported that the patient was experiencing pain with stimulation on time along the lead. The patient also stated that the magnet was not inhibiting stimulation. Information was received from the representative that the patient's device had normal impedance. Clinic notes were received for the patient's referral for replacement and stated that the patient is feeling the device pinch and choke her. It was stated that the patient feels the vns is grabbing her neck when it goes off. It was stated that the patient had two seizure exacerbations and thinks she may have damaged the device when the patient fell. It was stated that the patient was in the ER, however it is not clear the reason. An x-ray was taken and no obvious lead breaks were seen, per the notes. The magnet output current was stated to have been decreased. Information was received from the physician's office that per the physician, the exact cause of the patient's breakthrough seizures cannot be confirmed, but believes there may be a vns malfunction. Diagnostics were previously reported to be within normal limits and it was explained to the physician's office that this indicates that the device is functioning properly. It was also reported that the patient's breakthrough seizures are above pre-vns baseline, and to their knowledge there are no external factors that could be contributing to the breakthrough seizures. The physician believes the cause of the painful stimulation and dysphagia are related to the cause of the increase in seizures. Surgical intervention is being taken for the breakthrough seizures, painful stimulation, and dysphagia. It was also reported that the magnet can disable the generator when tested in clinic, and that the doctor also disabled the patient's device all together due to the adverse events. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement due to low battery. The site does not return explanted generators therefore the explanted device has not been received for analysis to date. No additional information has been received to date.